Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via e mail that the insulin pump alarmed button error. The mother also indicated that her son went into diabetic ketoacidosis when he was between ten and twelve years old and wanted to report this incident. Customer's blood glucose was 189 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.